Event description:
During denali vena cava filter placement, the sheath that is part of the kit came apart . This was the flushing part of the sheath that came detached from the sheath itself. The doctor was able to approximate the two pieces by hand and finish the procedure.